Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The cadiere forceps instrument was analyzed and found to have a broken main tube where the main tube meets the proximal clevis. A piece measuring approximately 0.150¿ x 0.299¿ was not returned with the instrument. As a result, a partially dislodged proximal clevis was observed. Components adjacent to the broken main tube showed damage. The instrument was also found with mechanical indentations on the proximal clevis.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the metal grey cable of the cadiere forceps instrument has sheared off and is hanging at an angle of approx. 30-40 degrees in front of the shaft. The instrument and trocar had to be removed from the site. The movement functions of the branch instrument were not impaired. A photo documentation was made. The procedure was completed with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, customer could not provide any further details regarding the event.